Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a hair was found upon opening the package. The device was not used.

Event description:
It was reported that a hair was found upon opening the package. The device was not used.

Manufacturer narrative:
The complaint was confirmed as cause unknown. During the visual inspection, it was noted that the product came with a little piece of foreign material in the packaging product which was adhered with tape. The tape was removed to verify if the piece of foreign material was embedded or loose and was confirmed that the piece of foreign material was loose. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "indications for use: closed wound drainage post head and neck, abdominal, orthopaedic, ent, ob/gyn, plastic surgery. Contraindications: do not use for chest drainage. Warning: do not bypass/inactivate anti-reflux valve. Important a. Check for fluid entering reliavac® evacuator. Lack of flow may indicate: - all exudate has been removed. - wound drain is clogged and may require irrigation and aspiration (consult physician). - auxiliary wall suction pressure is above 210mm hg. - deflated balloon: check all connections for air leak and wound tube perforations for exposure above the skin. If still deflated, replace evacuator. B. When not using auxiliary suction during surgical wound closure, several activations of the reliavac® evacuator may be required to establish suction because of: - air entering partially closed wound. - an operative air pocket. C. Insert safety pin into hole in collar to attach evacuator to patient's clothing or bed linen. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. To avoid the possibility of a hematoma due to wound evacuation, the instructions for use should be carefully followed. To avoid the possibility of drain damage or breakage: ¿ additional perforations should not be made in the drains. ¿ avoid suturing through drains. ¿ drains should lie flat and in line with the skin exit areas. ¿ particular care should be taken to avoid any obstacles to the drain exit path. ¿ drains should be checked during closure for free motion to avoid possibility of breakage. ¿ drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Warning: surgical removal may be necessary if drain is difficult to remove or breaks."